Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the core sumex handswitch caused the drill to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the reported event of unintended activation could not be duplicated, as the slide ring on the handswitch was cracked and the device could not be attached to a drill for testing. Since this product is not a repairable item, it was not returned to the healthcare facility.